Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3. Analysis was performed on [product ID: 97755, serial/lot #: (B)(6)] analysis found that the cable insulation is torn and wires exposed. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was last week pt was on a cruise and on the 2nd day of cruise pt plugged in the recharger into the controller and the screen went black and would not come on. It did it consistently for a couple of days. Pt unplugged in and tried again this morning and it did the same thing-screen went black as soon as pt plugged in the recharger. Pt reset the controller and was able to get it to work. When pt turned it on it said cannot find the device because implant was so dead. Pt got it to work a little bit this morning, after 2 minutes controller went blank and would not work at all. Pt also got a message 'data has been lost' and pt could not set up time and date. Today for the first time in over a week pt got ins to charge to 40%. Controller charged fine from the wall. Patient services reviewed how to update date and time. Pt said they saw no damage. Reviewed to keep the pins clean. Had pt use the controller. Pt got no device found. Pt pressed recharge and got to recharging excellent. Implant was at 40%. It appeared to be working on the call. Instructed pt to keep monitoring and call back if not resolved. .pt also reported they thought the settings were incorrect because pt had a horrible pain all week and was not sure if the device was even stimulating. On the call had pt check and confirm that stimulation was on. Pt was on group a at 3.8 and said this is where it was before. Troubleshooting resolved the reported issue. Additional information was received from a patient (pt). It was reported that they met with a manufacturer representative (rep) on (B)(6) 2022 and notified them about the issue. Pt noted they had some changes done to their settings, but they still had issues recharging their implanted neurostimulator (ins). Pt met with a different rep last friday and they put a claim for a replacement controller and replacement recharge (rtm). Patient service specialist (pss) helped the pt inspect the rtm cord, rtm plug, and controller port. Pt noted the rtm cord had a slit that they saw white when the cord was twisted. A replacement recharger (rtm) was sent out. No symptoms were reported. It was reported that the 97755 paddle was visually cut. When looking at recharging diaries, patient had an excellent connection and it took two hours to charge from 60% to 100%. Patient also reports that the device gets warm when charging. Patient reports error code of 1- intellis, 2 - 3.6 3 - 58, 4 - qf_new on the controller. - patient was on a cruise from (B)(6) 2022 to (B)(6) 2022. Devices were working appropriately until they went through the bermuda triangle. Since going through the bermuda triangle, he reports that when he¿d plug the paddle in, the screen would turn black. He reports he spoke with someone at medtronic who helped with trouble shooting once he returned home. He reports that he was instructed to take the battery out and put the battery back in. - he reports that he has been having to do this 2-3x per week since (B)(6). The rep inspected the devices and read the diaries, and the patient's re port matches the diaries. The issue remains ongoing at this time.